Event description:
The manufacturer received information that a ventilator inoperative error code was discovered in the bipap a40, international device's event log. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's circuit board needs to be replaced to address the issue.